Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was also reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted concurrently with a cystoscopy due to stress urinary incontinence, urethral hypermobility and rectocele. Following insertion, the patient experienced pain, infection, urinary problems and neuromuscular problems. The patient underwent a gastric bypass in 2011. (B)(4).

Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency and nocturia. (B)(4).

Event description:
It was reported that following insertion the patient experienced urinary frequency, urinary urgency and nocturia.